Event description:
The customer was hospitalized for hyperglycemia. The cause of the event was not determined by the md. It was indicated that the customer was having difficulty with the buttons responding properly. In addition, the contact stated that an error alarm occurred. The contact was advised that a replacement will be sent. No further details.